Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, the surgical staff indicated that the visual image began to have a red hue. Before contacting an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance, the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques. The surgical staff informed the tse that they could not perform any troubleshooting at the time. However, the surgical staff requested for an isi field service engineer (fse) to evaluate the system. On (B)(4) 2013, an isi fse performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported vision issue. According to the fse, the robotics coordinator at the site indicated that during the da vinci surgical procedure, the patient began to bleed excessively and the surgeon decided to convert to open surgery without troubleshooting the reported vision issue. The robotics coordinator also indicated that the site believes that blood on the endoscope caused the red hue. According to the fse, the site performed 2 subsequent surgical procedures with the da vinci surgical system involved with this complaint and there were no reported recurrences of the alleged vision issue. The fse tested the da vinci surgical system to manufacturer specifications. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The da vinci si surgical system was evaluated by an fse and the alleged customer reported complaint could not be replicated. The root cause of the customer reported failure mode cannot be determined. However, the robotics coordinator indicated that the site believes that blood on the endoscope caused the reported vision issue of a red hue. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2013, isi contacted the clinical sales representative (csr) assigned to the site. She stated that the surgeon decided to convert to open surgical techniques due to the difficulty of the case, the patient's anatomy in relation to having a large chest, and the red hue vision issue. The csr stated that the red hue was found to be blood that had gotten onto the endoscope during the surgical procedure. She indicated that there was no malfunction of the da vinci system, an instrument, or an accessory during the surgical procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci pulmonary lobectomy procedure to open surgical techniques after encountering a red hue vision issue. However, based on the information provided, there is indication that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure.